Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: the device evaluation was updated as follows: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the battery handpiece device produced heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a worn bearing, leak tightness test failure, cannot engage attachment - coupling and will not run. It was further determined that the device failed pretest for leakage test using bubble emission technique, check the attachment coupling, check for mechanical free moving and check general function of device. The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the battery handpiece device produced heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a worn bearing. It was further determined that the device failed pretest for leakage test using bubble emission technique, check the attachment coupling, check for mechanical free moving and check general function of device. The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: h4: device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during pre-surgery, it was discovered that the battery handpiece device produced heat along with a lid handpiece device and quick coupling device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.